Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2024, an ilet user's wife reported she accidentally injected 150 units of insulin into the user, leading to an emergency situation where the user was admitted to the ER. The wife is the caretaker as the user is paralyzed. The wife noted a discrepancy between the dexcom g7 continuous glucose monitor (cgm) and bloodwork (cgm showed 60 mg/dl while bloodwork 30 minutes prior showed 240 mg/dl). The user was treated at the hospital with a glucose IV and carb treatment (orange juice in small sips). The user was discharged on (B)(6)2024. On (B)(6)2024 a beta bionics customer care agent followed up with the user's wife about the event. The user's wife clarified that the issue arose from not performing a rewind on the ilet when inserting a new cartridge while the user was connected to the infusion set. This mistake led to the excessive insulin dose. The user experienced low blood glucose, which lasted 1-2 hours, dropping below 40 mg/dl. The user did not experience any severe immediate effects such as loss of consciousness, though they reported feeling a little dizzy. At the time of the call, the user was still connected to the ilet system and did not report any other health effects.